Event description:
It was reported that the 3 bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: 3 autoguard pivc failed to safety after clinician tried pushing the button.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary our quality engineer inspected the representative samples and photograph submitted for evaluation. Bd received 88 sealed 20g x 1.16in. Insyte autoguard units from lot number 2160587. Additionally, one photo was provided for investigation. A gross visual inspection of the returned units did not identify any damage/defects to the components. A sampling of 20 units were randomly selected to be functionally tested for needle retraction. All units successfully retracted. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the 3 bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: 3 autoguard pivc failed to safety after clinician tried pushing the button.